Event description:
The customer indicated that a slight burn occurred during a laparascopic procedure involving a bipolar forcep that had been plugged in the monolpolar jacks. The forceps were unexpectedly active & some slight burning occurred. No treatment was necessary.